Event description:
Per the clinic, the patient developed with skin infection over the receiver stimulator body. Subsequently, the patient was treated with oral antibiotics (specific date not reported) for a duration of 2 weeks. Eventually, the device was explanted on (B)(6) 2026. Following hospital admission (specific date and duration not reported) for the explant procedure, the patient was administrated with IV antibiotics (specific date and duration not reported). Post-operatively, the patient was treated with oral antibiotics (specific date not reported) for a duration of 6 weeks. There are no plans to reimplant the patient with a new device as of the date of this report.